Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, over infusion of tacrolimus. In a follow up with customer, the customer declined to provide patient information.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The infusomat space pump was returned to our contracted service provider. The volumetric accuracy was tested three times with new tubing and all test results were within specifications. During evaluation the pump had a flashing blue light, and was not connecting to hibase. In addition, the battery was also not connecting to wi-fi. We could not verify the reported problem. The mother board of the unit and wireless battery were replaced, and the device passed all technical safety checks after completion of the service activity. We will maintain this report for further references and continue to monitor other reports for similar occurrences. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow up report will be submitted.